Manufacturer narrative:
H3 other text : device returned to third party service center for evaluation.

Event description:
The manufacturer became aware of an allegation of device having black particles on her humidifier while using a rep dreamstation auto CPAP. There is no harm reported at this time. No other clinical information or medical interventions were reported. The device was returned to a third-party service center for evaluation. There was no evidence of visible foam particles. The customer's complaint could not be confirmed. In addition, the devices error log was downloaded, and 1 error code were present when reviewed.